Event description:
The customer reported to baxter us that the vent did not work on a cl secondary med set, luerlock and hanger no distal connector when it was used on glass containers. The customer claims that there was a no flow when used with the alaris medley pump set with smartsite valves. There was no patient involvement, adverse reactions or patient injury reported. No additional information is available. (B)(4): difficult to use. (B)(4): no flow.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was sent in for an evaluation. The secondary set was removed from the pouch and spiked into an in-house 1000ml glass container filled with reverse osmosis water. The set was then primed per label copy and checked for flow. The sample was then removed from the glass container and spiked into an in-house 1000ml solution bag also containing reverse osmosis water. . The secondary set was attached to the first y-site of the carefusion set and the setup was checked for flow. No obvious visual defects were noted; therefore, the reported condition was not confirmed. The cause of the reported condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.